Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not functioning properly. It was stated that the insulin pump delivered a bolus based on 80 grams of carbohydrates without the customer's awareness, which caused the glucose level to rise. It was stated that the customer was hospitalized. It was stated that the cause of the customer's hospitalization was not revealed. It was stated that the dr attempted to upload to carelink, but it was not possible. Advised that a replacement of the insulin pump will be sent. No further info was provided.